Manufacturer narrative:
Unit received with blank display due to corroded electronic assemblies. Unit received with corroded motor home switch. Unit received with corroded keypad traces. Unit received with cracked case at display window corners, reservoir tube and battery tube threads. Unit received with minor scratches on lcd window.

Event description:
The customer reported via phone call that she jumped into a swimming pool while wearing the insulin pump. Blood glucose level at the time of the incident was 99 mg/dl. The customer stated that there was water visible under the display and there was a crack near the reservoir compartment. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.